Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, chose to perform reset, and was able to interact with pump screen afterward, with pump reset resolving issue.